Manufacturer narrative:
A partial lead in one piece measuring 47.2 cm was returned with stylet inside the lead body for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in clinic for device check. Patient experienced palpitations and syncope. Upon interrogation the atrial lead exhibited noise being tracked by ventricular pacing before mode switch leading to symptoms. The patient was scheduled for lead revision on (B)(6) 2018. During the procedure the physician pulled the lead back resulting in separation of lead tip from the body. Partial lead was extracted with distal tip remaining in the heart. A new lead was successfully implanted. The patient was in a stable condition before, during and after the procedure.